Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the workstation and generator cables and connectors were reseated as a precautionary measure.

Event description:
The customer reported that the monitor was flashing and the system would not expose. There is no report of patient injury associated with this event.